Manufacturer narrative:
Medwatch sent to FDA on 08/09/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of inflammatory reaction as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported an injection of juvederm voluma with lidocaine in the patients "cheek bones." Eight months after injection patient developed "inflammatory reaction on injecting area." Patient was treated with "duo decadron" intramuscular injection. Symptoms are ongoing. The patient has a history of unspecified previous dermal fillers and was concomitantly injected with botox.&#60301;

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported an injection of juvéderm® voluma¿ with lidocaine in the patients "cheek bones." Eight months after injection patient developed "inflammatory reaction on injecting area." Patient was treated with "duo decadron" intramuscular injection. Symptoms are ongoing. The patient has a history of unspecified previous dermal fillers and was concomitantly injected with botox®.